Manufacturer narrative:
Internal analysis was done in the field. The green power indicator was not lit on the indicator panel assembly. It was confirmed the power was present to the breakout panel and input to the power tray. It was confirmed the charger enclosure was not powered on which suggested a power supply failure. The power tray was replaced. The charger enclosure restored function. The system was serviced in the field. After the power tray was replaced the system passed all tests and was performing as intended. Other relevant device(s) are: kit svc o2 bi71000861 tray o2 ias power. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system was never getting to 2d mode with a "software version mismatch. Do not proceed! Firmware version incorrect" message on the mobile viewing station (mvs) display. A representative (rep) checked the umbilical connection, shut down and powered up both the mvs and image acquisition station (ias) with no resolution. There was no patient present.

Manufacturer narrative:
The power tray was returned and analyzed. It was determined that the "software version mismatch. Do not proceed! Firmware version incorrect" message was confirmed. The power tray was installed into a test system. The system did not fully boot and the message came on. It was determined that it was a faulty power tray assembly. Previously submitted codes 10, 4203 and 4307 are applicable. Analysis provided the lot number of the power tray: rev. 1 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.